Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver (father) called technical support reporting a large drain 0 volume 3697 ml following a partial treatment. The patient's father stated the patient felt tightness in her stomach and ain with some shortness of breath. Following the large drain, the patient was able to complete the treatment. Treatment dta provided. The reported drain volume of 3896 ml was 185% over the expected drain volume, which resulted in a reportable device malfunction. Upon follow up with the patient's pdrn, she confirmed the patient's father's report of a large drain and reiterated that there was no serious injury or need for medical intervention during or following this event. The patient remains with the ccpd program using the replacement cycler in stable condition.

Manufacturer narrative:
A review of the information available was performed by the post market surveillance department as provided by the patient. A large intra-peritoneal drain 0 volume occurred following the partial treatment with an undetermined cause. There was no adverse event associated with this reported large drain volume. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions tat would have caused the reported event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process control were within specifications.